Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port observed to be damaged resulting in the pump battery being difficult to charge. Reportedly, the pump took longer to charge. There was no reported adverse impact to customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support.